Event description:
It was reported that one day post implant, the patient received inappropriate therapy for stable svt rhythms. Device was reprogrammed and remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.